Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-01271. The pt has two leads (model 3169) implanted with the same lot number. It was reported the pt is no longer receiving stimulation. An sjm rep met with the pt and observed the pt's programmer auto-reducing. X-rays revealed that all three of his leads have migrated and two of them are coiled. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.